Manufacturer narrative:
Reference: (B)(4). *investigation: x-inspect returned samples. *analysis and findings: a review of the 2 yr complaint history reveals no similar issues. The complaint unit, serial # (B)(6), was manufactured in october of 2001 and shipped in september of 2005. The complaint was confirmed by service & repair. The broken shaft seal would allow excessive n2o to flow out the exhaust port and give the appearance of leaking. In its function, the seal halts flow of gas by physically pressing against a round opening that terminates in an outcropping round edge so that contact points on the surface of the seal against the brass is approximately 0.020" thick. Over time, through normal wear and tear with the cold and physical impact/force, this seal breaks or cracks where the gas flows through. The root cause for this complaint condition is attributable to normal wear and tear. *correction and/or corrective action: the unit was repaired and returned to the customer at a charge. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to. *was the complaint confirmed? Yes. *preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Per customer's statement on repair authorization form " leaking next to the exhaust". Reference repair order: (B)(4). "Won't defrost". Ref: (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
Per customer's statement on repair authorization form " leaking next to the exhaust" reference repair order: 91653. "Won't defrost". (B)(4).